Manufacturer narrative:
.

Event description:
The user is questioning the device's "no shock advised" notification given during a patient use event when the patient was exhibiting a shockable rhythm. The patient survived.

Manufacturer narrative:
(B)(4).